Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2012. (B)(4). Device not available for analysis.

Event description:
Per the clinic, the device was explanted due to device extrusion (specific date not reported). The device was explanted in early (B)(6) 2012 (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).